Event description:
During a robotic davinci case the instrument arm grasper broke inside pt, but staying intact. After completion of case a cutdown was performed at the incision site allowing removal of instrument. Op report: instrument through 3rd davinci arm snapped at level of port and given angulation; was difficult to remove through poa. At the end of the case, arm was manipulated and instrument was pulled along with arm after extending incision by 2-3cm. Pelvic cavity was irrigated, fragments from instrument sheath were removed.